Manufacturer narrative:
Analysis confirmed the customer comment that the output connector assembly was broken and also noted that the lower case was broken and the upper case was scratched. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the plastic insert of the atrial port connector on the external pulse generator was broken. The external pulse generator has been returned for repair. No patient complications have been reported as a result of this event.